Manufacturer narrative:
The electronic logfile was available for investigation. The reported event could be reconstructed by means of the information stored therein. During the case in question, the primus detected that the auxiliary vacuum pressure went out of range. As per specification, the device forced a shutdown of automatic ventilation and posted the corresponding vent fail alarm. The log indicates that the user completed the procedure in manual ventilation with the built-in breathing bag. Further can be derived from the logfile that the user initiated a power-on self-test in follow-up of the event whereby the device did not exhibit any malfunction. It can be concluded that a sporadic outage of the pressure sensor which monitors the auxiliary vacuum pressure has caused the system response. After almost 15 years of use the malfunction of a single electronic component is nothing unexpected and, dräger finally concludes that the device reacted as designed. No patient consequences have occurred; the number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device posted vent fail alarm and shut down automatic ventilation. The user finished the procedure in manual ventilation; no patient consequences have occurred.